Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to pain, osteolysis and metallosis.

Event description:
It was reported that revision surgery is scheduled to be performed. The devices were implanted in (B)(6) 2007.